Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of charred material was observed on the heater wire. The heater wire was observed to be intact, no visual defects were observed. The gray silicone insulation on the cold jaw was observed be peeled away at the tip to the center of the hot jaw, exposing the metal tip of the cold jaw. No other visual defects were observed. Based on the returned condition of the device, the reported failure "peeled jaw" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 had broke tip on jaws. The silicone tip broke off from the jaw and was successfully retrieved. It remained attached to vh-3500 jaws. It did not break off and fall in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 had broke tip on jaws. The silicone tip broke off from the jaw and was successfully retrieved. It remained attached to vh-3500 jaws. It did not break off and fall in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.